Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the cycler¿s exterior showed signs of damage on the bezel. There were visual indications of dried fluid within the cassette compartment. There were also visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the screen brightness check failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1930 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The screen brightness check then passed. The cycler underwent and passed a voltage verification check, a valve actuation test, and a system air leak test. A post-accelerated stress test (ast) simulated treatment was performed on the cycler without any failures or problems. An internal visual inspection of the returned cycler identified evidence of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was distorted during power up. The patient said the screen was fading, and information displayed on the screen was difficult to read. The patient confirmed the power cord was securely plugged into the wall outlet on one end and securely plugged into the back of the cycler on the other. The patient said the issue had been occurring for about three weeks. The patient also reported encountering a ¿draining slowly¿ message during drain 0. The patient was not connected during the incident. The ts representative assisted the patient with bypassing to fill 1 due to the patient being empty (with no fluid to drain). It was confirmed the flow alert option was set to ¿no¿. The patient was advised to continue using the cycler. However, the patient was also issued a replacement cycler due to the distorted screen problem. The patient was advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they had manual/continuous ambulatory peritoneal dialysis (capd) supplies and that they were trained on performing pd therapy without the cycler. The patient said they would use capd supplies to complete pd therapy manually. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient reportedly completed their treatment on the cycler. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.